Event description:
It was reported that the tip of the instrument fractured off. There was no report of patient harm or foreign body retained by the patient. Multiple attempts have been made to obtain additional information, but no response has been received to date.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section was corrected: h6 - health impact code. Visual examination of the returned product/provided pictures identified nicks, scratches, gouges, faded etching, wear and strike marks on the impactor. The broken impactor pad was not returned; therefore, the fracture surface could not be analyzed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay corrected information. The following sections were updated: b4; b5; g3; g6; h1; h2 upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0001825034-2023-00196

Event description:
No further event information available at the time of this report.